Event description:
It was reported that a patient underwent a procedure with a stockert system and a high temperature occurred. The temperature of the smart touch catheter rose up to the temperature limit and the ablation was started about 1-2 seconds. The cable was changed but the issue continued. The issue was improved after changing the catheter. However, the issue reoccurred after several ablations. The issue was resolved by changing the riedel cable on stockert side to another one. The procedure was successfully completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Therefore, in taking a conservative approach this event has been assessed as reportable as it appears that the temperature limit may have been reached while ablation was on, indicating that the stockert did not shut off appropriately.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a stockert system and a high temperature occurred. In taking a conservative approach this event was assessed as reportable as it appears that the temperature limit may have been reached while ablation was on, indicating that the stockert did not shut off appropriately. Additional information was later received that the system did stop ablation when the temperature cutoff value was exceeded. Therefore, the system performed as intended and this event was reassessed as not reportable. It was found that system stopped ablation when the temperature cutoff value was exceeded. The issue was caused by the redel cable. There was no device malfunction found. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received by bwi on (B)(4) 2015 on the event. The system did stop ablation when the temperature cutoff value was exceeded. Therefore, the system performed as intended. The potential that this could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore this event has been reassessed as not reportable. (B)(4).